Manufacturer narrative:
Date of birth: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of there was a potential issue with the pump and/or tubing as two patients coded after pump alarmed air in line. Could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the air in line alarm went off while using pri tubing. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported there was a potential issue with the pump and/or tubing as two patients coded after pump alarmed air in line. Verbatim: we had two incidents of patients coding recently that made us wonder about a potential issue with the pump and or tubing and I wanted to alert you all to it. Both patient had levophed running, both had ¿air in line¿ alerts. Both patients were so tenuous in the small amount of time it took to address, the patient coded. Neither of the lines had air. It could be totally coincidental as it only has happened with levophed and both patients were extremely ill but the question I¿m curious about is was it a true air in line alert or is there something causing this to go off that isn't air. We took both pumps out of service and biomed is testing them. We also kept the tubing from the second patient as it was seen as a coincidence at that point. Wanted to be sure you were aware and alert your ICU teams as you feel necessary. Will be sure to send any updates I get from biomed.